Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had a power system error detected on the insulin pump. Customer's blood glucose was 126 mg/dl. Customer was explained that the internal power source was unable to charge. Customer was advised to disconnect and clear the alarm. Customer was explained the steps to take once the red notification light stops flashing. Customer completed the reservoir and tubing process. Customer was advised to monitor the issue.

Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis confirmed alarm 25 was triggered when backup battery loaded voltage was less than 3.5v for consecutive 240 minutes. Detail trace confirmed the root cause is the non-sleep anomaly software error. However, the insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement are within specifications. The insulin pump was received with cracked keypad overlay at the select button, cracked reservoir tube lip, scratched case, missing serial number label and keypad texture damage.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.